Event description:
Reporter stated the patient was hospitalized on (B)(6) 2013 with hyperglycemia of 31.4 mmol/l (565.2 mg/dl) and diabetic ketoacidosis (measurement of 4.8). She was treated with an insulin IV and was expected to be discharged on the day of the report. She had experienced hyperglycemia over the past few weeks, and her mother believes the insulin delivery of the infusion device is inaccurate. She reported when delivering a bolus via the meter remote, the countdown starts and shows as complete on the meter, but only a small amount of the insulin is delivered via the infusion device. This last occurred on the morning of the report, and the hospital staff confirmed the bolus did not have the correct effect on the patient's blood glucose level. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The event occurred in (B)(6).